Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient receiving clonidine (235 mcg/ml at 70.75 mcg/day) and bupivacaine (30 mg/ml at mg/day) via an implanted pump. The indication for pump use was non-malignant pain. On (B)(6) 2018 it was reported that the patient¿s pump was confirmed to be flipped. It was first observed at the refill on (B)(6) 2018. The pump was revised. The patient had no symptoms related to the event. No further complications were reported/anticipated.

Manufacturer narrative:
Product ID 8731sc lot# (B)(4) implanted: (B)(6)2011 explanted: product type catheter . Other relevant device(s) are : product ID: 8731sc lot# (B)(4) ubd (B)(6)2013 (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported that the pump pocket was being revised due to flipped pump. During the revision it was discovered that the catheter was severed proximal to the pump segment. The environmental, external or patient factors that may have led or contribute to the issue was the pump flipping. The actions and interventions taken to resolve the issue was the catheter pump segment was replaced. The issue was resolved at the time of the report and it was noted that the healthcare provider would not have any further information regarding the event. The patient status was noted as alive, no injury and no further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received on 29-jun-2018 and it was reported that the pump was not revised when it initially flipped in may. At that time, the practitioner had flipped the pump manually in the pocket in order to fill the pump. The revision is scheduled for (B)(6)-2018. The cause of the flip was not able to be determined. No further complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp) via a company representative. It was reported that the pump flipped in the pocket. The date of the event was (B)(6) 2018. The event occurred during normal use. Environmental/external/patient factors that may have led or contributed to the issue was indicated as not applicable. The issue was not resolved at the time of the report. Surgical intervention was planned but was not yet scheduled. Other medications (oral, etc.) The patient was receiving at the time of the event was unable to be obtained. The patient¿s medical history was indicated as having been requested but was not available. The patient was without injury regarding their status at the time of the report. No patient symptom was reported.